Event description:
New information received stated that on aug. 22nd, 2019, the patient presented to the emergency room due to experiencing a vibratory alert from the implantable cardioverter defibrillator. The patient was not symptomatic and left the emergency room without issue after normal device function was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pulse generator check. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device exhibited backup vvi operation. Normal device function was successfully restored. No patient symptoms were reported and the patient condition was stable.